Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. After review of medical records, patient was revised to address severe left hip pain. MRI showed a heavy burden of intracapsular particles. Revision notes stated that the patient was noted to have a significant scar tissue, and deep to the fascia, there were large areas of avascular nonviable scar tissue. Large areas of avascular necrotic tissue were removed. The patient was noted to have a large bare areas overlying the greater trochanter and the lateral aspect of the proximal femur. The granulation tissue was also identified around the acetabular component. Extensive black material around the trunnion was noted. It appeared consistent with corrosion. Doi: (B)(6) 2007; dor: (B)(6) 2010 (left hip); doi: (B)(6) 2006 (head and liner).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.